Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the helix on the right ventricular (rv) lead was tested and extended after 8 rotations. However, during the implant attempt, the helix would not extend after being 20 rotations. The lead was removed and tested externally. The helix jumped out at 19 rotations. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.